Manufacturer narrative:
(B)(4).

Event description:
Procedure type: sigmoidectomy. According to the reporter: there was a misfire with staple line failure. The device could be loaded, the jaws could be closed, the instrument was fired. There was poor staple formation. There was unanticipated tissue loss. Malformed staple line had to be re-resected. There was no bleeding reported in excess of 500cc. No reinforcement material was used.